Event description:
It was reported that this implantable cardioverter defibrillator recorded a high out of range shock impedance measurement. The patient was referred to the clinic for further follow up. This device remains in service. No adverse patient effects were reported.